Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The rep reported that impedances were high on contacts 13 and 14. It was unknown what factors could have led to the issue. The rep used the clinician programmer to check impedances. The rep programmed around those electrodes and were achieving 90%+ relief. The issue wasn't resolved. No further complications were reported.